Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The physician reported to olympus two patients had ureteral strictures after using the soltive laser system in (B)(6) 2021. The patients had long-term, highly impacted ureteral stones. No strictures were present before use of the subject device. Patient 1 is a (B)(6) male who had a ureteral stricture which was treated with a nephrostomy tube and ureter reconstruction. He stated the indication for the procedure was a ureteral stone and there were not any procedural or anatomical challenges that could have contributed to the injury. The laser generator and the fiber did not malfunction during the procedure. The laser settings being used were the default ureteral fragmentation settings. The laser was being used in the ureter with continuous irrigation via non-olympus syringe assist. A non-olympus access sheath was used but not through stone location. The stricture was proximal to access sheath placement. The ureter reconstruction surgery occurred 2 days ago and went well. The patient has a stent which will stay for approximately 6 weeks. Four reports have been created for these events. Patient (B)(6) is for patient 1 and the soltive generator. Patient (B)(6) is for patient 1 and the soltive fiber. Patient (B)(6) is for patient 2 and the soltive generator. Patient (B)(6) is for patient 2 and the soltive fiber. This report is for patient (B)(6) is for patient 1 and the soltive generator.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.